Event description:
Reportedly, during inspection, the audible alarm did not function properly. The control board was replaced, which resolved the reported issue. There was no pt involvement.

Manufacturer narrative:
(B)(4).